Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147946). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging that he has lungs were riddled with cancer which spread had spread to his ribs. The results had come from the biopsy and began treatment and pain management with oncologist. He received chemotherapy. The patient's family member informed that his father had passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, box h has been updated/corrected.